Event description:
It was reported by service report that the head right siderail was unable to latch in upright position. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Siderail latch assembly. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.